Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems are filed under separate medwatch report numbers.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and there was suspected leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr). One clip was implanted. On an unknown date, increased mr was noted, with a grade of 3-4. On (B)(6) 2016, a second mitraclip procedure was performed for treatment. The first clip delivery system (cds) was advanced to the mitral valve leaflets. Visualization was difficult; however, the deployment process was started. The cap of the lock lever was removed and the lock line was released. During this maneuver, the anterior leaflet came out of the clip and the mr increased. The lock line and the gripper line were fixed in place using the covers, ring and cap of the levers. The clip was opened and a new grasping process was started. While advancing the gripper lever, the grippers didn't move down to the leaflets. The cds was removed and replaced. A second clip was deployed with good mr reduction, but, after approximately one minute, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased, and there was a suspected tear in the anterior leaflet. The procedure was discontinued with no reduction of mr. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The mitraclip system instructions for use instructs to use echocardiographic imaging to verify satisfactory coaptation and insertion of both leaflets by observation of leaflet immobilization or limited leaflet mobility relative to the tips of both clip arms. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the user error of continuing the procedure during poor echocardiogram conditions, such that leaflet assessment could not be confirmed. Furthermore, the reported slda contributed to the mitral regurgitation and tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: during deployment of the clip, the leaflet assessment was not confirmed due to the poor imaging. The patient was confirmed to be clinically stable post procedure and taken to the intensive care unit (ICU). No additional information was provided.